Event description:
A physician reported that a patient presented with severe generalized itching and rash. The symptoms appeared within one hour aftercytoscopy and lasted for one day. Patient was seen by emergency department. Patient is now doing well.